Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). Corrected device code from failure to cut [2587] to failure to deliver energy [1211]. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No cracks were observed on the device. No visual defects were observed. The device was evaluated for its electrical function according to the service manual functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on . The results of the test are as follows: measured no load voltage test: 5.49 vdc pass (requirement: 5.5 vdc +/- .05 vdc). Measured low current output test: 3.98 vamps dc pass (requirement: 4.0 +/- .05 amps dc). Measured high current output test: 6.0 amps dc pass (requirement: 6.0 +/- .05 amps dc) . No electrical failure was observed. Certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial number conforms to all applicable product specifications. Based on the return condition of device and the investigation results, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy".

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.